Manufacturer narrative:
The technician replaced the side com board to resolve the issue.

Event description:
The account alleged the side com board has bent pins and they do not know if a nurse call can be placed or not. No pt impact.